Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient's wife reported that the patient had a rash under the front therapy electrode pad. She reported that the patient's doctor instructed him to use hydrocortisone cream. During a follow up the patient's wife reported that they were using the hydrocortisone cream and the rash was improving. There was no alleged device malfunction.